Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with the device. The customer stated she had a no delivery during prime. The customer also experienced high blood glucose of 435mg/dl. The customer has a backup plan and will treat high blood glucose.